Manufacturer narrative:
Our investigation is ongoing. A follow up report will be submitted when the investigation is complete. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The catheter blue and red hub is easily detached from its line.

Manufacturer narrative:
No device was returned for evaluation. One photograph was provided showing the red luer has detached from the extension tubing. The photograph is insufficient for an evaluation. Additional information was requested but not provided. The contract manufacturer conducted a review of the manufacture records for the lot number reported. The review revealed the device was manufactured, assembled, and inspected according to specification with no non-conformances or abnormalities. Prior to bonding the luer to the catheter extension, the luer is visually inspected by operator for the correct luer and for any defects. After the bonding process, the operator inspects luers for any defect. A functional leak test inspection is performed applying an aql sample. No issues regarding the reported failure mode were detected in the units inspected. Without an evaluation of the device and clarification of the event a root cause cannot be determined. The issue may be isolated and non-systemic, potentially related to handling, use conditions, or external factors not reproducible under controlled manufacturing and validation testing conditions. The female luers are manufactured to meet the iso standard. The ergonomically shaped luer provides users with a patent locking design. This ensures obtaining a secure mating of the catheter without the need to torque down. The instructions for use (IFU) contains the following precautions: *use only luer lock (threaded) connectors with this catheter. *repeated overtightening of bloodlines, syringes, and caps will reduce connector life and could lead to potential connector failure. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.